Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2017 with the following findings: black box data from (B)(6) 2017 was not available. The available black box data revealed unusual fluctuation in voltage resulting in a replace battery alarm dated (B)(6) 2017 and (B)(6) 2017. The batter compartment was intact, without damage or moisture. The pump powered on for investigation and the electrical current draws were evaluated and found to be within the required specifications. Investigation did not duplicate the complaint. There was evidence of moisture inside the pump on the printed circuit board and continuous glucose monitoring module.